Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shocking lead impedance measurements detected during a normal follow up check. A new lead was attempted, however due to an occluded vessel, the lead was unable to be implanted. The chronic rv lead remains in service with the device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.